Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00801802230, femoral head sterile product do not resterilize 12/14 taper, 63341119; 00662406550, bone screw self-tapping 50 mm length 6.5 mm dia., 62825586; 00662406535, bone screw self-tapping 35 mm length 6.5 mm dia., 63103850; 00713606254, provisional long flange cage, left use with 62/64mm shells/54mm liners, unknown lot number; 00771100900, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset, 61550152; 00700006220, trabecular metalâ¿¢ acetabular revision shell, 63232024; 2080-0020, stryker screw restoration plate, 5y32vx; 2080-0020, stryker screw restoration plate, r36hr3; 2080-0030, stryker screw restoration plate, 1d61ky; 2080-0015, stryker restoration gap plate screw, wx4116; 6197-9-001, stryker cement simplex antibiotic bone, mbx012; 2080-0035, stryker screw restoration plate, 1v7at4; 690-00-22d, stryker acetabular liner, j41rpp; 500-01-48d, stryker acetabular shell, 50483701; 1236-2-244, stryker mdm x3 insert, 321909; 2082-0052l, stryker acetabular shell, unknown lot number. Report source, consumer - attorney. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00615, 0002648920 - 2018 - 00616, 0002648920 - 2018 - 00618, 0001822565 - 2018 - 04145.

Event description:
It was reported that a patient underwent a hip revision surgery due acetabular fracture and loosening, dislocation, stiff hip, broken plate and screw, loose cage approximately 11 months post implantation. The patient has been reported to have severe bone loss and the increase in surgeries has contributed to failures. There were broken screws that were retained in the ilium from the broken ear off the cage and bone fracture, but the screws were removed. A new revision shell was selected along with a new cage, liner, head, and screws. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported that a patient underwent a hip revision surgery due to acetabular fracture/pelvic discontinuity, hip stiffness, broken plate and screw, and loosening of a competitor cage approximately 11 months post implantation. Non-purulent synovitis was also noted during the revision. The patient has been reported to have severe bone loss and the increase in surgeries has contributed to failures. The broken screw fragments were removed. A new revision shell was selected along with a new cage, liner, head, and screws.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI: (B)(4). Reported event was confirmed by review of op notes which indicated patient was revised due to cage broken and loosening. Acetabulum component and head were removed. Pelvic discontinuity was identified without much bone at all between the ilium and ischium. There was broken ear off the cage, and broken screws retained in the ilium, which were removed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.